Event description:
(B)(4). Update: I had to have a hysterectomy (B)(6) due to uncontrolled bleeding.

Event description:
(B)(4). I have horrible periods. They will last between 10-15 days and I will have to change my sanitary napkins every 30-45 minutes. I was placed on birth control to help control the bleeding and the pain associated with my cycle. I have also suffered from kidney stones that I never had prior to essure as well as having lower back pain and right abdomen pain. The worst part of the whole thing is being diagnosed with stage 2 thyroid cancer at (B)(6). There is no history in my family nor is there a explanation from the doctors as to why I developed this.

Event description:
#Medwatcher #followup1 #fdamw5040941 #(B)(4). I also have severe and debilitating migraines weekly, weight gain,and severe bloating.